Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a leak from the hydropneumatic system of their unicel dxc 800 synchron system. Per the customer, the leak was likely from the no foam delivery system as they found the no foam bottle empty. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A field service engineer was on site (B)(4) 2011 and replaced the no foam bottle. Repair was verified per established procedures and no further leaking was observed. (B)(4).